Event description:
The sales representative reported on behalf of the customer that the device, (B)(4), was being used on (B)(6) 2021 during an unknown procedure and the ¿ring holding pouch broke leaving a piece in the abdomen that had to be removed with a grasper.¿ the procedure was completed with a 10 minute delay. There no was injury or impact to the patient. Further assessment was sent; however, no more information was available. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned for evaluation and no photographic evidence has been provided; therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 24 complaints, regarding 37 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: care should be taken when using sharp and electro-surgical devices. Note the size of the trocar cannula when removing a specimen through the trocar cannula and seal system. If required, enlarge the port site to aid removal of the anchor tissue retrieval system. This issue will continue to be monitored through the complaint system to assure patient safety.